Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail single use 270 um laser fiber was used during a mid uretheral sling insertion procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl console. According to the complainant, during the procedure, the laser fiber body was broken near the port seal of the scope outside the patient. The procedure was completed with another lighttrail single use 270 um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.